Event description:
Customer reported a hospitalization due to low blood glucose. Customer was unsure of the date and the details. Customer is currently in the hospital due to an infection. Customer also had nerve damage due to the diabetes. This hospitalization is not caused by the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.